Event description:
As reported by our (B)(6) affiliate, the 26mm sapien xt valve was implanted in a 40:60 aortic/ventricular position with nominal volume. Trivial paravalvular leak (pvl) was noted and the procedure was finished. On pod (post operation day) 1, the physician noticed that the xt valve was not in place and the valve was thought to slightly migrate to the left ventricle (lv) side. As the patient¿s condition was stable, he decided to monitor the patient. On pod2, there was no obvious migration observed on echo. No aortic stenosis, aortic regurgitation or mitral regurgitation were observed. On pod5, x-ray indicated the valve was malpositioned and echo showed ¿something¿ in the lv. Emergent surgical aortic valve replacement (savr) was performed and the embolized xt valve was explanted. A carpentier edwards perimount 21mm valve was successfully implanted and the procedure was finished. The patient¿s condition is stable at this moment. The physician thought that the cause of embolization was ¿placement too left ventricle¿ but the exact cause was unknown.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the images of the procedure were reviewed by an edwards¿s physician and the following observations/impressions were made: ventricular device embolization 5 days after the index procedure, an extremely rare complication, was seen in this case. It is an adverse event that is difficult to avoid. The case was a moderately high-risk patient; ihd, CABG slightly reduced lv function. Signs of renal failure. The valve and annulus was heavily calcified. Annulus sizing by CT indicating a 26 mm device was correct. Perpendicular view was acceptable, and proved correct after valve deployment. A sufficient bav was performed using a 20 mm edwards balloon. Possible explanation for the embolization 5 days post implantation: the prosthesis was implanted in a low position, possibly below (at least in part) one or two of the genuine leaflets. Therefore, the prosthesis was gradually pushed down into the ventricle by the movements of the genuine leaflets after the procedure. Comments: ventricular embolization 5 days after deployment is an extremely rare event. The technique used, injecting contrast during sinus rhythm, repositioning accordingly during pacing and initial deployment will be successful in the vast majority of cases. However, as mentioned by the proctor at debriefing, because of heavy calcification, it was difficult to adjust the device position during the deployment in this specific case. How to avoid this rare complication (personal view): in few cases reposition during deployment may be associated with problems, because movement of the device may be difficult. Therefore, especially in femoral cases, it may be recommended to control the position by contrast injection, when repositioning is necessary and before start of deployment. By tee (reported), there were no signs of genuine leaflets movements above the device after deployment. Therefore, it was absolutely ok to leave the device in the rather low position. If genuine leaflet movement had been noticed by tee, another valve (v-in-v) should have been implanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.